Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot. During troubleshooting, the fse identified a faulty fuse as the cause. To resolve the issue, the fuse was replaced. After replacing the fuse, the system was restored to proper working condition and returned to clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.